Event description:
It was reported that when the 2.25x.08 mm xience xpedition stent delivery system (sds) was removed from the hoop there was a highly visible crack in the hub. The sds was not used on the patient. There was no damage to the packaging observed. A new same size sds was used successfully to complete the case. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The cracked hub was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.